Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Three cassettes were visually inspected and no obvious defects were observed. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The samples primed and tuned with a handpiece successfully. The samples could be recognized and the service data could be retrieved from the console. The samples passed functionality testing. Max vacuum, aspiration, and irrigation were tested at appropriate settings and the samples met all specifications. The root cause of the customer's complaint could not be established since the returned samples met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that these samples met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a line occlusion during a procedure. The product was replaced and procedure completed with no patient harm.